Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the distal conductor was delaminated, the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.

Event description:
The lead was returned by a mortuary after being removed prior to cremation. The lead tested out of specifications. No complaints or allegations have been made against the lead. Follow up was unable to reveal further information as the patient had expired on (B)(6) 2008 and further records were not available.